Manufacturer narrative:
A review of the device¿s serial number history did not identify any prior similar complaints. At this time, the reported failure mode has not been confirmed, and the probable cause remains unknown. The investigation is ongoing. Reference complaint #: (B)(4).

Event description:
It was reported to intuvie that the device was not infusing properly. No other information was provided. No patient harm was reported.